Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer. The customer stated that the device has a random loss of speaker sound and requested parts identification for a replacement speaker. The customer was provided parts identification for a replacement speaker. The customer was taking responsibility for the repairs.

Event description:
It was reported that the device has a random loss of speaker sound. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.